Event description:
Patient had prophylactic generator replacement due to battery at 11-25%. The generator was returned for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Clinic notes were later received which stated that before the replacement, the patient's settings were decreased to try to preserve battery life, and this caused an increase in seizures and worsened mood per the patient's mother. The mother also noted that when the battery started depleting, the patient started sleeping more, having more episodes of staring spells, and headaches. No further relevant information has been received to date.